Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt needed pain coverage in her neck. The physician performed a surgical repositioning of her lead on an unk date. The pt now has coverage where she needs it. No additional info is available at this time.